Event description:
During an atrial flutter procedure, a communication error occurred between the dws and the generator after 15~20 minutes and the generator was flashing green. The dws and generator were power cycled, the cable was removed and the optical cable was exchanged with no resolution. Both the lamps (orange, green) on the back of the dws and the side of the optical cable connection port were off. The dws and the generator were power cycled three times and the generator turned flashing in green. The procedure was completed without replacing the device and there were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d4, h4.

Manufacturer narrative:
One ensite x display workstation (dws) z4 was received for evaluation. Power was applied and the dws passed the power-on-self-test (post). The dws loaded the operating system successfully then ensite application main log-in screen loaded successfully with no errors. Hardware diagnostics revealed both the memory and the hard drive tests were successful. The ensite x dws was connected to an ensite x amplifier and communications was established solid green ¿ready¿ status. The small form-factor pluggable (sfp) transceiver was then inspected; all indicator lights were observed active. The amplifier and the dws was left on and communicating overnight, at no time during the evaluation was there any communication loss. The reported event was not able to be duplicated. Hardware evaluation testing was successful. Based on the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined.